Event description:
The laser system has the following problem: "the system is turning off". No adverse effects to pt were reported.

Manufacturer narrative:
The problem was due to isolation transformer component failure. After the component replacement, the laser system restarted to work correctly.